Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via chat that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, during sensor insertion, the patient reported that the sensor and the entire applicator remained adhered to her arm and that the sensor did not detach from the applicator as expected. No patient symptoms were reported in association with the event. The patient presented to the emergency room for evaluation and assistance. No additional patient or event details were obtained, as the chat with dexcom technical support was disconnected. Subsequent attempts to contact the patient for further clarification were unsuccessful. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.